Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a pulmonary vein isolation procedure, blood clots were observed after ablating the right pulmonary vein, the left pulmonary vein, and after ablating the cavotricuspid isthmus. Each time the clots were wiped off with gauze. The procedure was completed without replacing the device and there were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6, h10. The device was returned due to a blood clot following rpv ablation, following lpv ablation, and following cti ablation. The images submitted with the returned device appear to show a blood-like substance on the catheter shaft just proximal to the tip electrode and on a white cloth; however, no anomalies were noted at the distal end of the returned catheter. Electrode 1 and the tip thermocouple met specifications during electrical testing. In addition, the device met specifications during temperature testing, flow rate testing, and leak testing. The ensite case study was reviewed. The time stamps of the ablation events, the labels of the ablation events, and the tc2 temperature information from the log files indicate that the catheter was removed from the patient following rpv ablation, following lpv ablation, and following cti ablation. The ensite case study indicated increases in impedance during rf delivery in 17 ablation events throughout the study, with one instance in the last ablation of the rpv and one instance in the last ablation of the cti. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood clot on the tip of the catheter remains unknown.